Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were rupture and change in shape in the left breast.

Event description:
Healthcare professional reports rupture to left implant and "a change in the shape of the left breast." Device has been explanted.

Event description:
Healthcare professional reports rupture to left implant and "a change in the shape of the left breast." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reports, rupture to left implant and "a change in the shape of the left breast". Device has been explanted.